Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. Reportedly, the customer was reusing the cartridges. Tandem technical support informed the customer that resulting the cartridges was off label per the tandem user guide. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose (bg) level was "high" with moderate ketones; although specific value was not provided. The elevated bg was addressed by a correction bolus via the pump.